Manufacturer narrative:
The onset of the patient's infection is reported under MFR # 2916596-2020-02232. An additional admission for infection is reported under MFR # 2916596-2020-04924. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist device. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with nausea and vomiting. The patient was found to have positive blood cultures associated with their ongoing driveline infection that had migrated to the pump pocket. The patient was started on intravenous (IV) merrem with plans to continue for 6-8 weeks. The patient is currently not a transplant candidate.